Event description:
It was reported that this patient presented as they received shocks from this implantable cardioverter defibrillator (ICD). Further review was performed which revealed that eight shocks were delivered which exhausted therapy. The cause of the shocks was found to be due to oversensed noise on the right ventricular (rv) channel. In addition, high out of range pace impedances of greater than 2500 ohms were observed. It was suspected that the rv lead was fractured, but it's unknown if an x-ray was performed to confirm. At this time, the ICD has been programmed off and the physician is considering whether the patient needs the ICD anymore. The rv lead is another manufacturer's product. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to correct the conclusion code.